Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 480 mg/dl at the time of incident. The customer¿s other blood glucose value was 500 mg/dl. The customer did not experienced symptoms due to high blood glucose. The customer treated high blood glucose with insulin pump. Auto mode feature active and automatically adjusting insulin at time of high blood glucose event. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did allege pump was under delivering because insulin pump was not giving the amount of bolus delivered. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer reported that insulin pump was worn during a medical procedure. Customer reported that basal rates were programmed accurately. Customer reported that bolus wizard was programmed accurately. The insulin pump will be returned for analysis.